Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high control results. The customer is concerned with control results obtained of 66 and 71mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the den. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history.